Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) did not meet expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.